Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was able to see insulin on the skin near the infusion site. The patient had hyperglycemia when using infusion sets with this lot number. No adverse event reported. Return of the suspect device was requested for evaluation.